Event description:
The following was reported via maude event report (B)(4): (B)(6) 2009 - the pt was implanted with a bard flat mesh. On (B)(6) 2012 - the pt underwent removal of the mesh and umbilicus. The mesh protruded through her umbilicus. It has been alleged that following implant the pt had multiple infection, chronic drainage, foul odor, redness and pain.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. This event was reported via maude event report and no pt contact info was provided, therefore no attempts for additional info can be made. A review of the manufacturing records is not possible as no product identifiers have been provided. It was reported that the pt was treated for an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.